Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reportedly saw 56 mgdl on the cgm and checked the bg which was 171 mgdl. He reportedly gave himself insulin (he does not recall how much insulin he took) and ate carbohydrates. After, the bg was very high (value not documented) and he experienced chest pain, so he went to the hospital. The estimated glucose value (egv) at that time was not documented. He did not recall the bg in the hospital, or the treatment received; however, he was hospitalized three days. At the time of the report, it was documented that the patient was aggravated. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. Of note, the patient is a tandem pump user. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).